Event description:
It was reported that the insulin pump alarmed an error and that insulin was "squirting" out during the manual prime process. The caller did not know the blood glucose reading. No numbers showed on the screen and no beeps were heard. The customer was unable to leave the prime process and had tried with difference infusion sets. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test, due to protruded and loose drive support disk. Insulin pump received with cracked reservoir tube lip and broken belt clip slot.